Manufacturer narrative:
Analysis of historical records (please also kindly refer to MFR reports 9680825-2016-00068 and 9680825-2016-00069) the devices involved in this event have not yet been received by orthofix (B)(4). Unfortunately also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. According to orthofix (B)(4) historical records, this is the first complaint notified from the device code 54-11740 since 2011. Technical evaluation (please also kindly refer to MFR reports 9680825-2016-00068 and 9680825-2016-00069). The devices involved in this event have not yet been received by orthofix (B)(4). Orthofix (B)(4) is strictly in contact with the local distributor to have the devices concerned. The technical evaluation will be performed as soon as the devices become available medical evaluation the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical investigation will be available. As soon as the results of the investigation will be available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market. Please also kindly refer to MFR reports 9680825-2016-00068 and 9680825-2016-00069. Device not yet received.

Event description:
The information provided by the local distributor indicates: device code: 55-11740 (tl+ threaded hex end rod 300mm); lot number: unknown; quantity: 3 (please also kindly refer to MFR report 9680825-2016-00068 and 9680825-2016-00069); hospital name: (B)(6); surgeon name: (B)(6); date of initial surgery: (B)(6) 2016; date of revision surgery: (B)(6) 2016; body part to which device was applied : tibia; surgery description: lengthening; patient's information: (B)(6), female, (B)(6), diabetes; problem observed during: clinical use on patient; type of problem: device functional problem; event description: three threaded rods, code 55-11740, broke at the same time. The device failure had adverse effects on patient (loss of distraction/correction achieved); the initial surgery was completed with used device; an additional surgery was required following device failure (the surgeon removed the truelok frame and then put a distal tibial plate); copies of the operative report are not available; copies of the x-ray images are not available; information on patient current health condition: not available please also kindly refer to MFR report 9680825-2016-00068 and 9680825-2016-00069. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records (please also kindly refer to MFR reports 9680825-2016-00068 and 9680825-2016-00069). The lot number of the devices involved has not been made available. Therefore it was not possible to perform the verification of the historical data on the specific lot. According to orthofix (B)(4) historical records, this is the first complaint notified from the device code 54-11740 since 2011. Technical evaluation (please also kindly refer to MFR reports 9680825-2016-00068 and 9680825-2016-00069). Three portions of devices, received on august 17, 2016, were examined by orthofix (B)(4) quality engineering area. The devices were subjected to visual, dimensional and functional check as per orthofix (B)(4) specification. The visual check confirmed the problem notified. The analysis of the breakage surface evidenced that the failure occurred to a combination of fatigue and sudden overload. The dimensional and functional check, performed where possible, did not evidence any anomalies. From the results of the technical evaluation, the failure occurred could be mainly attributable to the application of an excessive load related to the specific application or to an external event. Medical evaluation (please also kindly refer to MFR reports 9680825-2016-00068 and 9680825-2016-00069). The information made available on the case together with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluations performed. "In this incident a (B)(6) female patient weighing (B)(6) required revision surgery, unspecified. A 2 level truelok fixator was applied in january 2016, each with 3 threaded rods. Six months later all three threaded rods in the distal section of the frame broke at the junction with their distal ring attachments. A temporary distal plate was applied and the patient awaits further reconstruction with another frame. We are told that the initial surgery could be completed with the used device (presumably until it broke). This is an exceedingly unusual event; I cannot remember 3 threaded rods breaking together at any time in the last 20 years. This patient is only of average weight, not heavy. Therefore it is likely that the mechanics of the frame must have been unusual, or the patient was unusual in the amount of load applied through the fixator. The photographs in the technical evaluation report show clearly that all rods had clear signs of fatigue failure for more than 60% of the rod diameter before the sudden failure. Each rod would by then be quite weak and a failure cascade would have happened as soon as the first rod broke. We must assume that this patient was being extremely active and was loading the rods beyond their design capabilities". Final comments (please also kindly refer to MFR reports 9680825-2016-00068 and 9680825-2016-00069). From the results of the technical evaluation, the failure occurred could be mainly attributable to the application of an excessive load related to the specific application or to an external event. The medical evaluation evidenced as follows: "this is an exceedingly unusual event; I cannot remember 3 threaded rods breaking together at any time in the last 20 years. This patient is only of average weight, not heavy. Therefore it is likely that the mechanics of the frame must have been unusual, or the patient was unusual in the amount of load applied through the fixator. The photographs in the technical evaluation report show clearly that all rods had clear signs of fatigue failure for more than 60% of the rod diameter before the sudden failure. Each rod would by then be quite weak and a failure cascade would have happened as soon as the first rod broke. We must assume that this patient was being extremely active and was loading the rods beyond their design capabilities". A complete medical evaluation of the case was not performed as some information about the medical procedure was not made available, i.e. Copies of the x-ray images. Based on the results of the technical evaluation and on the evidences deriving from the medical evaluation, orthofix (B)(4) can conclude that the problem that occurred is due to excessive load applied because of a particular factor relating to this application. The analysis of the historical data evidenced that no other notifications have been received on devices code 55-11740 since 2011. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: device code: 55-11740 (tl+ threaded hex end rod 300mm); lot number: unknown; quantity: 3 (please also kindly refer to MFR report 9680825-2016-00068 and 9680825-2016-00069); hospital name: (B)(6); surgeon name: (B)(6); date of initial surgery: (B)(6) 2016; date of revision surgery: (B)(6) 2016; body part to which device was applied : tibia; surgery description: lengthening; patient's information: (B)(6), diabetes; problem observed during: clinical use on patient; type of problem: device functional problem; event description: three threaded rods, code 55-11740, broke at the same time. The device failure had adverse effects on patient (loss of distraction/correction achieved); the initial surgery was completed with used device; an additional surgery was required following device failure (the surgeon removed the truelok frame and then put a distal tibial plate); copies of the operative report are not available; copies of the x-ray images are not available; information on patient current health condition: not available. Please also kindly refer to MFR report 9680825-2016-00068 and 9680825-2016-00069. Manufacturer reference number: 201600107